Event description:
Additional information received reported that no lead migration occurred. A manufacturing representative met with the patient on (B)(6) 2015 and was able to successfully program the stimulation to cover the painful areas. If additional information is received, a supplemental report will be sent.

Event description:
Additional information received reported that no lead migration occurred. A manufacturing representative met with the patient on (B)(6) 2015 and was able to successfully program the stimulation to cover the painful areas. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that when turning stimulation on the patient did not feel normal stimulation but instead a sharp pain in the back. The patient fell was what led to the event. An impedance check was done and impedances were good. The patient was being sent for x-ray to determine if the leads moved. The issue was not resolved that the time of the report. No surgical intervention occurred and it was unknown if any were planned. A course of action would be determined upon results of the x-ray. Further follow-up will be conducted to determine what diagnostics were performed and what were the results, if any troubleshooting or actions were performed to resolve the issue, and if the issue was resolved. If additional information is received, a follow-up report will be sent.